Event description:
In mid 10/96 the ventilator was at the hospital for a trial and noticed that this, vent when timing the rate down from 4obpm to 30bpm, jumped to 5 and then went 25 and was hard set to 40bpm again. This vent remains at this hospital and has not been used on a baby.

Manufacturer narrative:
Lab testing found the rate pot was erratic from 1 to 36 bpm. Field correction started march 10, 1997.